Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field, and the issues were confirmed; 2 devices had a broken/damaged component, and 1 device had a corroded component. The devices were repaired, and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was unintended system motion.  There was no patient involvement.